Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and the pump is functioning as intended. Customer resumed insulin delivery. Customer blood glucose was 190 mg/dl.